Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 5 minutes, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.